Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately january of 2024 from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 17891043.

Event description:
It was reported that patient's wound has not completely healed and was noted that patient's wound discharges fluid. It was noted that patient's charged the implantable pulse generator more often. The patient underwent a spinal cord stimulator explant procedure where all devices were removed. The patient was doing well post operatively.